Manufacturer narrative:
Potential adverse events with the artemis neuro evacuation device include hematoma expansion, intraventricular hemorrhage, thromboembolic events, re-bleeding and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, the patient underwent a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There was no report of device malfunction during the procedure. Following the procedure, the patient started on heparin drip for the treatment of bilateral pulmonary embolism (pe). On (B)(6) 2020 at 04:37, a computed tomography scan (CT scan) showed stable examination. On (B)(6) 2020 at 17:16, a CT scan showed acute 7.6 centimeters intraparenchymal hematoma (iph) in the right basal ganglia with associated vasogenic edema and 10 millimeters leftward shift. The patient was asymptomatic and the re-bleed was an incidental finding on the CT scan. All anticoagulant/antiplatelet treatment was immediately discontinued, and protamine was given. On (B)(6) 2020, a CT scan showed stable iph. As of (B)(6) 2020, the event is still ongoing and the patient is under standard of care treatment plan. The acute iph was reported to be an adverse event with a possible relationship to the artemis and the index procedure.